Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the bilateral cornua") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endosalpingiosis, hysteroscopy, wrist surgery, cholecystectomy, tonsillectomy, gerd, nulliparous, gravida I, uterine leiomyoma, abnormal uterine bleeding, back pain, ankle swelling, ringing in ears, dry eyes, sexually transmitted disease, biliary sphincterotomy, tonsillitis, sinus disorder, thyroid disorder, chronic fatigue, heartburn and seizures. The patient had a family history of malignant breast neoplasm (--pgm, pat great aunt x 3), thyroid cancer, lung cancer, diabetes mellitus and breast cancer (malignant female breast neoplasm pgm >70, paternal great aunts x3). As concurrent condition the report mentioned endometriosis of pelvic peritoneum. Concomitant products included valacyclovir hcl (valaciclovir hydrochloride), synthroid (levothyroxine sodium), naltrexone, modafinil, progesterone and gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report. Diagnosis: a. Peritoneum, posterior, biopsy: endometriosis. B uterus and fallopian tubes, right and left, hysterectomy: cervix: chronic cervicitis. Endometrium: secretory endometrium. Leiomyoma: leiomyomata. Serosa: no significant pathologic findings. Right fallopian tube: no significant pathologic findings. Left fallopian tube: paratubal cyst."uterus, cervix, bilateral tubes" is a 174 g distorted uterus including the cervix with attached bilateral fallopian tubes, 10.0 x 8.0 x 8.0 cm. The endometrium is 0.1 to 0.3 cm. . Embedded within the bilateral cornua and fallopian tubes are symmetrical, metallic, malleable coiled wires consistent with essure coils, 3.0 x 0.2 cm. The right purple fimbriated fallopian tube is 9.0 x 1.5 x 1.2 cm, and the left purple fimbriated fallopian tube is 10.5 x 1.2 x 0.8 cm. [Ultrasound scan vagina] on (B)(6) 2022: transabdominal and transvaginal pelvic study report conclusions: uterus with fibroids as noted, largest 4cm. Essure coils noted in utj bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history & concomitant drug, lab data updated. Previously reported event "medical device removal" updated to "embedded within the bilateral cornua". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the bilateral cornua") in a 46 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of endosalpingiosis, hysteroscopy, wrist surgery, cholecystectomy, tonsillectomy, gerd, nulliparous, gravida I, uterine leiomyoma, abnormal uterine bleeding, back pain, ankle swelling, ringing in ears, dry eyes, sexually transmitted disease, biliary sphincterotomy, tonsillitis, sinus disorder, thyroid disorder, chronic fatigue, heartburn and seizures. The patient had a family history of malignant breast neoplasm (--pgm, pat great aunt x 3), thyroid cancer, lung cancer, diabetes mellitus and breast cancer (malignant female breast neoplasm pgm >70, paternal great aunts x3). As concurrent condition the report mentioned endometriosis of pelvic peritoneum. Concomitant products included valacyclovir hcl (valaciclovir hydrochloride), synthroid (levothyroxine sodium), naltrexone, modafinil, progesterone and gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: diagnosis: peritoneum, posterior, biopsy: endometriosis. Uterus and fallopian tubes, right and left, hysterectomy: cervix: chronic cervicitis. Endometrium: secretory endometrium. Leiomyoma: leiomyomata. Serosa: no significant pathologic findings. Right fallopian tube: no significant pathologic findings left fallopian tube: paratubal cyst."uterus, cervix, bilateral tubes" is a 174 g distorted uterus including the cervix with attached bilateral fallopian tubes, 10.0 x 8.0 x 8.0 cm. The endometrium is 0.1 to 0.3 cm. Embedded within the bilateral cornua and fallopian tubes are symmetrical, metallic, malleable coiled wires consistent with essure coils, 3.0 x 0.2 cm. The right purple fimbriated fallopian tube is 9.0 x 1.5 x 1.2 cm, and the left purple fimbriated fallopian tube is 10.5 x 1.2 x 0.8 cm. [Ultrasound scan vagina] on (B)(6) 2022: transabdominal and transvaginal pelvic study report conclusions: uterus with fibroids as noted, largest 4cm. Essure coils noted in utj bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.